Manufacturer narrative:
The patient's weight was not provided. (B)(4). Approximate age of device ¿ 34 days. It was reported that the pump would not be returned for evaluation; the reason was not provided. A correlation between the device and the reported event could not be determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient expired on the day of discharge on (B)(6) 2016 after being at home for 6 hours. The patient's lab work was noted to be stable upon discharge that day. The cause of death was reported to be likely due to a stroke. It was reported that there were no device issues and that the device was working properly. No further information was provided.